Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. It was explained that the act button would not respond. Troubleshooting was not able to resolve the issue. It was stated that the insulin pump was not dropped or exposed to moisture. It was also reported that the customer experienced low blood glucose for the last 2 days probably due to the doctor raising the basal rates and bolus wizard programing. They declined troubleshooting for low blood glucose. Most recent blood glucose value was 110 mg/dl. The device was returned for analysis.